Event description:
The avinger sales rep was informed on (B)(4) 2011 that on (B)(6) 2011, the pt presented for revascularization of a heavily calcified sfa using the wildcat catheter. Using a stiff angled glidewire, the physician advanced the wildcat catheter over the wire to the densely calcified target lesion. As the physician attempted to direct the wire and catheter to the target lesion, the catheter deflected off the calcification in the sfa and a small perforation occurred. The hosp staff held pressure for 5-10 minutes and the perforation completely resolved itself. The pt was noted to be stable at the end of the procedure. The pt was sent home on the same day with no complications and no ill effects.

Manufacturer narrative:
Method: the case info including the device use feedback obtained from the event reported was used to evaluate the device performance. Results: perforation is defined in the labeling (instruction for use) as a possible complication.